Manufacturer narrative:
Pump received with severely scratched display window, cracked reservoir tube lip and scratched case.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their display screen was scratched and could not read. Troubleshooting was performed and customer was advised to discontinue the use of the pump and revert to a back-up plan. The blood glucose at the time of incident was unknown. The insulin pump will be returned for analysis. A replacement pump will be sent.